Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Transmission revealed crosstalk and inhibition of bi-ventricular pacing. There was no indication of far r oversensing and no noise artifact was discovered during isometric testing. The right atrial (ra) and right ventricular (rv) lead diagnostics appeared stable. P wave amplitude was variable on the a sense amp channel. Additional information pertaining to programming changes was not reported. Patient will continue to be monitored.

Event description:
New information received notes that the programming changes were made. X ray results were normal, no lead dislocation noted.